Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that precision testing performed on the patient sample had acceptable coefficient of variation. The hsc specialist stated that the instrument data and the falsely elevated results were consistent with the patient sample not being pipetted and transferred to the heterogeneous module vessel for the initial testing. The instrument data did not show any instrument issues that would have caused the patient sample to not be pipetted. There are factors unrelated to the instrument which could cause a sample not to be pipetted, including sample integrity issues, sample being removed from the tube on the instrument after the instrument had level-sensed the sample, or the sample being processed with the incorrect sample type. The cause of the discordant, falsely elevated ltni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (ltni) results were obtained on one patient sample which was run twice on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated several times on this instrument and on an alternate dimension exl instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.